Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient previously revealed an alert for increase lead impedance and increase capture thresholds. Patient returned to the clinic where externalized conductors were observed via prophylactic screening. Patient was asymptomatic. The lead was capped and replaced.